Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed that manual cleaning was performed within an hour after the procedure and that the device pass the leak test. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. On july 11, 2023, the ess returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The detailed in-service covers: precleaning, for manual flushing of the auxiliary water channel the facility uses a foot pedal, leakage testing, manual cleaning though high-level disinfection, rinsing, alcohol flush, and proper storage. Ess demonstrated and educated staff on the recommended reprocessing steps listed in the olympus reprocessing manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the information recieved. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer stated that they spoke with patients hepatologist who stated that they don't believe that patient contracted infection from scope.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was used with a patient who later alleged contracting hepatitis b from the device. The device was used during a diagnostic colonoscopy. The patient is now being followed by hepatology and gastroenterology. As the facility does not perform routine culturing of the scope, they have sent the device to a third party lab for culturing and testing. The user did not report any other contamination or serious deterioration in the state of health of any other person to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the detergent used was endoquick. The suction and biopsy port and valve were brushed. The disinfectant used was acecide c. The automated endoscope reprocessor (aer) used was oer pro sn (B)(4) with endoquick detergent and acecide c disinfectant. The device was stored in a ventilated, endoscope-dedicated, enclosed cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304-2023-00201.